Event description:
Reporter alleged obtaining the results of 120 mg/dl and 54 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he felt jittery or hypoglycemic and self-treated with orange banana juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.